Event description:
A malfunction alarm labeled malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer declined to receive a replacement pump and was advised to update the software version, continuing to use the current pump, with no further action required.